Event description:
Philips received a complaint from the customer, reporting that the v200 ventilator had water coming from the mask. The device was in clinical use when the issue occurred, it was reported that the patient was choking from their respiratory tract. The device was removed from service. A philips service engineer (se) noted that the customer's v200 ventilator had water coming from the mask. It was reported that the mask and piping were replaced to resolve the issue. Additional details are being requested.

Manufacturer narrative:
A follow up was performed with the key market, and the responder reported that there was no patient involvement when the issue occurred. The responder also reported that no repairs to the device were performed by philips, as the customer declined service. It could not be confirmed if there were any issues involving the device.